Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during the ballooning process. There was no reported patient injury. It was intended for use in transcatheter arterial chemoembolization (tace) treatment. Additional information was requested but not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was also not depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was found in the manufacturing position, fully covered by the sealant sleeves. No abnormal conditions were observed on the sealant sleeves. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was noted ruptured and in a deflated state. The core wire was present, while the atraumatic tip did not show any signs of damage or abnormal condition. No additional anomalies were observed during this analysis. The inflation/deflation test could not be performed due to a radial tear observed on the balloon during visual inspection, which prevented execution of the leak test. A high magnification evaluation was performed to assess the balloon. This analysis confirmed the presence of a radial tear, validating the damage observed during visual inspection. The reported event of ¿balloon loss of pressure¿ was observed through analysis of the returned device since the device was received with a radial tear the cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Access site vessel characteristics (which were not provided) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during the ballooning process. There was no reported patient injury. It was intended for use in transcatheter arterial chemoembolization (tace) treatment. Additional information was requested but not provided. The device will be returned for evaluation.